Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. Next, the stabilizer flexlink arm and knob were tested for functionality. The stabilizer arm was secured in position when the know was turned clockwise. The device was able to lift the weight. We did not identify any non-conformities during the functional testing. Based upon these findings, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the locking mechanism would not lock onto the retractor on the acrobat suv vacuum stabilizer system, st. A replacement device was used to complete the procedure. The hosp did not report any pt effects.